Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/12/2023, it was reported by a sales representative via email that an ar-9621-30t 30 mm tap broke during removal after tapping for the central screw. All broken fragments were removed, and case was completed without further issues. This was discovered during an rsa procedure on (B)(6) 2023.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted that one side of the distal end of the thread path is broken. The probable cause may be hit/touch with another device during use; however, the pieces were not returned for investigation. The cause remains undetermined.